Event description:
Baxter (B)(4) received a report that an infusor leaked. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. Several companion samples are available. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received four companion units for evaluation. The reported condition of a leak was not confirmed. Visual examination of the units showed no evidence of physical abnormality. A leak test was subsequently performed by filling the units with red-colored water. During and after fill, no evidence of leakage was detected on the units. After the 24-hour monitoring period, there was still no evidence of leakage noted anywhere on the units. Based on the evaluation findings, the companion units performed as expected. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.